Event description:
It was reported that the patient experienced a hyperglycemic event with a reported highest blood glucose value of 538 mg/dl attributed to a leaking cartridge. The patient administered insulin via multiple daily injection due to the elevated blood glucose and discontinued use of the ilet. Symptoms included hyperglycemia. Outcomes included therapeutic intervention with mdi, and no emergency medical services or hospitalization were reported for this event. Investigation included communication with the patient and review of the information provided. The patient reported following proper supply change procedures and denied overfilling cartridges; however, lot information was unavailable due to supplies being stored together. Investigation of this case identified a reported cartridge leak, and device component involvement could not be fully evaluated due to unavailable lot traceability. It was concluded that the event was associated with a suspected cartridge-related issue, and no additional device malfunction was confirmed at this time. If additional information becomes available, a supplemental MDR will be submitted.